Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy, both devices did not seal on very thin tissue, even though the end tone was heard. There were instances as well that the re-grasp alarm was heard. After several re-grasp alarms, opened a new instrument. A third device sealed on the same tissue and was able to complete the procedure. Small vessels had slight bleeding, small clips used to occlude vessels no transfusion necessary there was no patient injury.